Event description:
Per the clinic, the patient underwent revision surgery on (B)(6), 2013, reason for revision was not reported. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient had experienced an infection around the abutment in february 2013 (specific date not reported). The site was treated with topical steroid cream without resolution resulting in the decision to revise the site on (B)(6) 2013. As of report received on august 1, 2013; the site is healing and there are no further issues to report. This report is filed october 17, 2013. Implanted device remains.